Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site name, event site telephone), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Due to character restrictions in block e1 event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The maintenance mode was fully tested to find the source of the fault. The safety disk and drive manifold was replaced, and the test was performed. The function was normal, and all parameter indicators met the factory requirements. The fault has been repaired and the device has been handed over to the customer for use.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing that cs300 intra-aortic balloon pump (iabp) while connected the balloon for testing, and reported an error message "automatic inflation failed". The helium cylinder switch was checked, the balloon was reconnected, and the device was restarted, but it still failed. There was no patient involved in the device, and there were no casualties.